Event description:
It was reported that bd sharps disposal lid was missing. The following information was received by the initial reporter with the following verbatim: the customer ordered the item from mckesson they stated they received 1 case of the item but were missing the lids. I have reached out to the product complaint team they created a case#(B)(4). They informed to reach out with this case number for reimbursement for the missing part. Sharps coll chemo 9gal yellow.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.